Event description:
Port was placed in 2002, pt had received six (6) chemotherapy treatments. In 2003 port was accessed because pt had pneumonia and upon flushing there was leakage from the puncture site. The port was not used and the following month pt had the port removed. Upon removal of the port it was observed to leak from the connection area of the catheter and port.